Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the gap between the acoustic lens and ultrasonic probe, the acoustic lens peeled, and the distal end having a crack occurred due to physical stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿warning ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: the phenomenon was noticed after a therapeutic procedure which was finalized with this equipment, the procedure was not rescheduled. No equipment fell into the patient and there were no complications for the patient.

Event description:
A customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had internal leakage. There was no report of patient harm associated with this event. During incoming inspection, it was determined there was a gap of adhesive on the distal end and stain entered inside the lens. There was a gap between acoustic lens and ultrasound probe. Acoustic lens was peeled. There was a crack on the distal end. This medwatch is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to deformation of scope connector, water tightness was lost. Due to adhesive peeling between objective lens and distal end, water tightness was lost. The tee nut was loose. Due to wear of lock engagement lever, up/down knob could not be locked securely. Celling plate was deformed. Grip had a scratch. Scope body had a crack. Scope cover had a chip. Switch box had a scratch. Air water cylinder had discoloration. Lock engagement lever had a scratch. Switch button 1 had a cut. Sheet holder unit had corrosion due to water leakage. Guide pin of electrical connector had corrosion. Electrical connector was dirty due to water leakage. Acoustic lens had a chip. Acoustic lens had a scratch. Objective lens had a scratch. Adhesive around light guide lens had wear. Adhesive on bending section cover had wear. Connecting tube had a buckling. Due to wear of angle wire, bending angle in up/down and right/left direction did not meet the standard value. Channel tube had a scratch. Forceps cover was deformed. Ultrasonic probe was loose. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.